Manufacturer narrative:
Visual examination of the returned product confirmed that both of the ball bearings and their associated springs became loose from the assembly. The swage widths were found to be of variable thickness in some sections. One ball bearing and spring were returned with the shim. Lines and mark are visible on the ball bearing. Scratches and wear marks on the anterior surface features of the shim are likely from use of the device. However, no visible evidence of product abuse is present on the shim, bearing or spring. This device is used for treatment. A complaint history review was performed and found no other complaints for the associated part and lot numbers. The investigation has identified that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Therefore, zimmer initiated a field action on (B)(6) 2014. FDA reference #: (B)(4). It was noted in the complaint that sonic cleaning was used on this device.

Event description:
It is reported that after being cleaned, it was noticed a ball bearing was missing from the shim.

Manufacturer narrative:
This report will be amended when our investigation is complete.